Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center exhibited no image and socket was not working. The issue was found during inspection for use of the device. There were no reports of patient harm.